Event description:
According to customer, falsely low electrolyte (na=sodium, k=potassium, cl=chloride, ca=calcium) results were generated by the synchron lx20. The event occurred between 8:49 pm to 4:47 am in 2004. The low results were reported for 18-20 patients (see b6 for sampling of low results). The customer indicated that all the pt samples repeated at a higher level (see b6) after being retested. Based on the information provided by the customer, some of the pts received treatment based on the low results. No additional info was provided by the customer regarding the type of treatment received.